Event description:
Fyi (B)(6) said that he had received a report from a (B)(4) (dr. (B)(6)-powerlase at was purchased in 1986) that he had treated a pt with nd:yag and the tissue around him implant had died. The pt supposedly sued the doctor. Customer records indicate the powerlase at unit was purchased in 2006. Dr. (B)(6): pt presented with significant pockets around two implants she had for about 10 years. Attempted to decrease pocket depth or get re-attachment of tissue to implants by treating packets with nd:yag laser energy (settings 2 watts, 20 hertz). Patient subsequently reported that the tissue around implants had "died". Pt refused to return to dr.(B)(6) for examination; current condition of pt tissue is not known. Patient reported that she went to another dentist and the implants were removed and a temporary two tooth bridge ("flipper") was installed until further treatment needs could be determined.